Event description:
It was reported that during a da vinci s hysterectomy procedure, the customer observed exposed cables on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was derailed at the distal idler pulley. The grips were still able to open and close, but their movement could not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Fleet angle between proximal and distal pulleys could have contributed to the derailment. Additional observation not reported by the site was frayed grip cable. The derailed cable was also found to be frayed. The grip cable was frayed at the distal idler pulley. Frayed strands stick out at the wrist. Other cables at wrist were not damaged. Engineering also found scratches on the pulley's surface, where grip cable was found to be derailed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.